Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was triggered on the atrial lead due to low impedance, no capture, and no sensing. Follow-up information from the clinic states that reprogramming was performed and the lead was turned off. The lead is presently inactive and will be replaced when it comes time for the patient to have a device change out. No patient complications have been reported as a result of this event.